Manufacturer narrative:
The insulin pump had button error alarmed due to flattened dome switch at act button on keypad trace. The insulin pump was received with scratched on display window, cracked on reservoir tube lip and cracked belt clip slot. No battery out limit alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 204 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.